Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4), no no, device evaluation anticipated, but not yet begun mfg date: 23-aug-2020 no patient ime code(s): e2403 imf code(s): f26 FDA device code(s): a0705 FDA results code(s): c21 h6: FDA conclusion code(s): d16. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were not providing power. It was noted that the batteries were not providing more than two hours of power. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c, d, and g codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6). H6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. Review of data log files revealed an abnormal relative state of charge (rsoc) behavior involving battery (B)(6). The battery had been the primary power source from (B)(6) 2021 at 19:36:17 through (B)(6) 2021 at 05:07:27. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a rsoc value of 98%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). It is likely the depleted battery contributed to the reported no power event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a battery malfunction due to an esd event, resulting in the battery reporting a frozen rsoc value while powering the controller, thus r esulting in the battery being allowed to deplete completely. CAPA pr00519785 is investigating battery issues related to esd. Additional products: d4: serial #: (B)(6), d9: yes, return date: 04-feb-2021 ,h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c0302, h6: FDA conclusion code(s): d06, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.